Event description:
The electrotherapy device produced a stim board error 301 and a pt was burnt.

Manufacturer narrative:
The clinic was contacted by customer service. The clinic informed chattanooga group that they prefer not to be contacted any more regarding this matter. The clinic did not return the form 104 investigation sheet. The device has been received, and is currently under eval. The device eval and any additional findings will be provided upon conclusion of the device eval.